Event description:
It was reported the patient had not charged her scs ipg in a few months. As a result, her ipg became inoperable. Subsequently, the patient underwent surgical intervention where her ipg was replaced with a new one.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.